Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vh-4000 toggle switch was sticking. When the harvester takes his finger off, the device continues to activate. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product is returning.

Manufacturer narrative:
The device has not yet been returned to maquet cardiovascular for investigation. We will continue to pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file # - (B)(4).